Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) at 11.30 am with blood glucose of 500 mg/dl and also had under delivery alarm. The customer blood glucose level was 374 mg/dl at the time of hospitalization. The customer gave positive test for ketones and also had feeling of nausea and dehydration. The customer already took insulin shots and changed the infusion set but she still felt high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The electrocardiogram, urinalysis was took for the customer in hospital and intravenous fluid was also given. The customer does allege pump was under delivering because insulin pump did not provide enough amount of insulin. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.